Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: blue. Battery life remaining: n/a. Per visual inspection: broken off piece at the cartridge holder, missing dosing window. Customer reports: the cartridge holder is damaged. In pen received with lead screw halfway of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: in pen received with broken off piece at the cartridge holder. The cartridge holder did not lock in place. The customer complaint of physical damage was confirmed.

Event description:
Information received by medtronic indicated that in pen was broken. The dose dial was misaligned. No harm requiring medical intervention was reported. The customer will discontinue use of the device.